Manufacturer narrative:
The lot number for the ipg was not provided; therefore, no mfg or expiration date can be determined. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2002. It was reported the pt is not receiving any stimulation from the ipg. In addition, the pt cannot establish telemetry with the ipg. The pt is working closely with his physician to determine the next course of action.